Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient experienced worsening low back and mid back pain in the night and morning. The patient was in for a refill on (B)(6)2018. The pump had a motor stall. The patient stated his medication was working. Medical history includes anemia, anxiety, arthritis, asthma, bronchitis, carotid artery, myocardial infarction x1, hypertension and caudal equina syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The hcp checked the pump again and the motor stall had cleared. The hcp brought the patient back in yesterday ((B)(6) 2018) and he was fine. The hcp checked the logs, there were no more anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. The patient and his wife denied any device or magnet on his person that day that could have possibly caused the stall. The patient¿s weight was not obtained as the patient was wheelchair bound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The motor stall was active. Right after the pump was updated, the hcp saw an attention dialog indicating that a motor stall had occurred. The patient did not recently have magnetic resonance imaging (MRI). No symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.